Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. A second lp was successfully implanted. There were no patient consequences.